Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded an alert for high out of range shock impedances. Review of the impedance trends revealed gradual increases in both the pace and shock impedance measurements. Boston scientific technical services (ts) reviewed data from the device and provided troubleshooting recommendations. The recommended trouble shooting was performed and no noise was observed. The physician has elected to continue monitoring the system. This rv lead remains in service. No adverse patient effects were reported.